Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, it is likely the coating at the insertion section peeled off due to physical stress. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿3.2 inspection of the endoscope 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera bronchovideoscope had air/water leakage at the bending part during preparation for use for an unknown diagnostic procedure. The procedure was completed using a similar device. Upon inspection and evaluation, coating peeling on the connecting tube. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reported issue ¿air/water leakage at the bending part¿ was confirmed. The following findings were also noted during device evaluation: coating peeling on the connecting tube, the connecting tube is dented, the universal cord is dented, electrical connector is corroded by water leakage, charged coupled device (ccd) lens is broken, ccd unit is broken, and image is white, bending section is cut and cannot be waterproofed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.